Event description:
A us distributor contacted zoll to report that a patient developed a burning skin irritation under the lifevest equipment. Patient described having a preexisting condition of shingles and the lifevest is exacerbating the symptoms causing the area to have a red and burning rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested placing gauze on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.